Manufacturer narrative:
H.6. Investigation: a "false positive" complaint was reported against the bd max instrument catalog number 441916, serial number (B)(6). Customer reported that they have received a peak in curve for n1 and rnasep and wanted clarification of device failure or contamination. Field service was dispatched. Field service decontaminated the instrument by removing the cover and cleaning it with dna remover, cleaned the lls sensor, and cleaned the reader. No parts were returned to bd for investigation. The complaint is unconfirmed with the information provided. Root cause is determined to be from contamination. The investigation consisted of a review of the instrument device history record from manufacturing, the instrument installation and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text : see h.10.

Event description:
It was reported that wile running bd max¿ system, bd max¿ instrument there was unusual curves of the n1 and rnase. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: peaks in the curves of n1 and rnase - clarification as to whether contamination or device failure was the cause.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that wile running bd max¿ system, bd max¿ instrument there was unusual curves of the n1 and rnase. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: peaks in the curves of n1 and rnase - clarification as to whether contamination or device failure was the cause.